Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had "no channel ID when connected on left side of pcu". There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 no channel ID. Customer identifies device designation when connected to the right of the pcu. No channel identification when connected on the left. Tech support recommended to repair/replace the m/c board assembly. Device history review: a review of the device history record showed the device had a manufacture date of 11/18/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : troubleshooting performed over the phone.

Event description:
It was reported that the device had "no channel ID when connected on left side of pcu". There was no patient involvement.

Event description:
It was reported that the device had "no channel ID when connected on left side of pcu". There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 no channel ID. Technical support - 1. Replace motor controller board. 2. Return the module to the factory. Customer identifies device designation when connected to the right of the pcu. No channel identification when connected on the left. Informed customer to repair/replace the m/c board assembly. End call. A review of the device history record showed the device had a manufacture date of 11/18/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.